Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2019-05827. During follow-up, inappropriate atp was noted due to oversensing caused by dislodgement of the left ventricular (lv) and right ventricular (rv) leads. The device was reprogrammed to deactivate the lv lead, and a revision of both the lv and rv lead is anticipated but not yet scheduled. The patient was in stable condition.

Event description:
Additional information was received indicating the durata lead was explanted and replaced due to lead dislodgement in september 2016. The information previously reported corresponds with manufacturer reference number 2938836-2019-06302.